Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is bd-santo domingo. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 03/2028).

Event description:
It was reported that prior to a biopsy procedure, the needle allegedly had foreign substance. There was no patient contact.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is bd-santo domingo. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one marquee disposable core biopsy instrument was returned for evaluation. The device appeared clean and was received with protective tubing. The penetration depth marker was set to 18mm. The device was completely energized. A unknown material was noted on the stylet in the preliminary evaluation photos. Due to the decontamination of the device, visual evaluation was not conducted. Therefore, the investigation for the reported device contamination is inconclusive as the condition at time of opening is unknown and the identity of the material, or where the material came from is also unknown. A definitive root cause for the alleged device contamination could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2028), g3, h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the needle allegedly had foreign substance. There was no patient contact.